Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedance from the approximately 900 ohm range to 1998 ohms, which is high but within normal specification limits. Boston scientific technical services provided guidance to the boston scientific representative that large increases in impedance indicate a possible lead issue and recommended to evaluate the lead in the clinic. It was noted there was no noise on the rv lead. The representative noted they would bring the patient into the clinic for evaluation. The rv lead was subsequently surgically abandoned and replaced two days later. The representative indicated that the high impedance measurements on the rv lead were also observed using a pacing system analyzer (psa), there was no issue observed with regards to the connection of the lead to the device and there were no patient symptoms. No additional adverse patient effects were reported.